Event description:
The customer's grandson reported obtaining results of >8.0 inr, 4.6 inr, and >8.0 inr on his coaguchek xs (serial number (B)(4)). He reported that the tests were within minutes of each other and each one was from a separate finger. The customer has some bruising but it was reported that the bruising was "nothing out of the ordinary". The customer's warfarin dose was not changed. The customer is not on heparin or lovenox. The customer is not taking any direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. The therapeutic range for the customer is 2.0-3.0 inr. There was no report of any special or unusual diet. The customer is in stable condition. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned one vial of strips and a damaged meter. The test strips and vial did not show any visual defects. The returned test strips were measured with a retention meter in comparison with the current master lot coaguchek xs pt test strip. All of the inr values were within the specified maximum difference between the measurements. There were no error messages that occurred. The customer allegation could not be substantiated. The relevant retention test strips (lot 203359) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified. Note: this supplemental MDR was submitted outside the required 30-day window.